Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a stent removal procedure, the physician removed the c-flex ureteral stent through the penis and the tip of stent where the coil is located pulled apart. As reported, there was no unintended portion of the device that remained inside the patient's body. No additional procedure was required as a result of this occurrence. There were no adverse consequences to the patient due to this event. Additional information has been requested regarding the event; however no new information has been received at the time of this report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. The complaint device was not returned for an evaluation and no photographs were provided. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of the instructions for use, quality control data and specifications. A review of the device history record could not be performed as the lot number of the device was not provided. A review of complaint history for the complaint device lot could not be performed because the lot number was not provided. The instructions for use (IFU) provides the following precautions: c-flex stent must not remain indwelling more than six (6) months. Do not force components during removal or replacement. Carefully remove the components if any resistance is encountered. A pregnant patient must be closely monitored for possible stent encrustation due to calcium supplements. Improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Angulation of the wire guide or stent should be avoided. Use of a 0-degress scope lens is recommended. Scopes large than 21.0 french are suggested. Individual variations of interaction between stents and the urinary system are unpredictable. Periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested. The stent must be replaced if encrustation hampers drainage. The device was not returned and the lot number was not provided. A review of manufacturing and quality procedures for the device identified that appropriate controls are in place. The device is provided with instructions for use with precautions for the indwelling duration and handling of the stent. The investigation conclusion cannot be established with the information available. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Monitoring will continue to be performed for similar complaints. The appropriate cook personnel have been notified of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.